Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the patient's surgeon, it was reported that the patient developed an infection at the implant site and experienced purulent fluid encasing the receiver/stimulator at four months post implantation. The patient presented to clinic on (B)(6) 2017, and received three doses of IV antibiotics to prepare for explantation. On (B)(6) 2017, the device was explanted. The patient is continuing to be clinically managed by their healthcare provider.